Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were able to cover pain in back with reprogramming around high impedances electrodes. Additional information was received from the rep on 2017-10-08. The rep reported that the patient reported doing well with his program and new recharge belt. No further complications were reported.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient wanted another program due to an increase in back pain. The rep stated that they could not get stimulation on the 0-7 lead. The rep ran an impedance check and the leads were greater than 10,000ohms. No factors were known to have contributed to the impedance issue. The troubleshooting performed was an impedance test. The rep stated that there would be an rpg performed on the other lead and the healthcare provider (hcp) ordered an x-ray. No further complications were reported or anticipated.